Manufacturer narrative:
The reason for this revision surgery was to address instability after 5.1 years of patient use. The outcomes attributed to this event are non-serious. There were no reports of any patient activities, accidents, or medical contraindications that may have contributed to the need for the revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the seventh complaint for this part number: two due to infection, three for instability, one due to wear/excessive wear, and one for a missing part. This is the first complaint for this lot number. The root cause for the instability could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to instability; the surgeon performed a poly exchange.